Event description:
An attempt was made to deploy a 2.25 mm diameter x 24 mm length micro driver rx coronary stent into a pt. The target lesion, located in the lad # 8 was described as moderately tortuous, with moderate calcification and 99% stenosis and was pre-dilated. Prior to this, a micro driver rx was deployed at lad # 6-7 and another MFR stent was deployed at lad # 7-8. It was reported that, during advancement, the relevant device caught in a site of a dissection, which was seen at the distal of the other MFR stent, and was not able to reach the target lesion. On withdrawal from the pt body, the relevant stent was caught in the distal tip of the guide catheter and the struts were damaged. Communication received from the account confirmed that the dissection was not related to the relevant device. The pt is reported to be fine and no other clinical sequelae were reported. Eval summary: medtronic has received the device and its analysis has been completed. The 1st four proximal stent segments were intact. A number of struts on the 1st distal segment were deformed. The 2nd and 3rd distal segments were intact. The remaining segments were severely stretched and deformed.

Manufacturer narrative:
(B)(4) other (stent deformed in vivo during positioning). Eval, results: (distal tip of the guide catheter). Conclusion: (distal tip of the guide catheter).